Event description:
It was reported that on (B)(6) 2010, two promus stents were implanted during a scheduled procedure. Pre-dilatation was performed with a 2.0 x 15mm non-abbott balloon. Two promus 2.5 x 23mm stents were implanted in the obtuse marginal at 12 atmospheres for each stent. Intravascular ultrasound was performed, and it was confirmed that the stents were implanted in good condition, and the procedure was completed. On (B)(6) 2010, the patient experienced chest pain and came to the hospital. Angiography was performed and sub-acute thrombosis was suspected. Aspiration was performed to treat the thrombosis, and the procedure was completed. No additional information was provided. The physician comments: since the patient had not only poor blood flow, but also small vessels and a diffuse lesion, sub-acute thrombosis may have occurred. The physician knew that the use of the promus on a vessel over 2.5mm in diameter vessel was off-label and also considered that restenosis could occur due to the small vessel and the long lesion. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter legend 2.0 x15. Guide wire: bmw universal 2. Guide cath: launcher ebu 3.5 7f. Stent: 2.5 x 23 mm promus ((B)(4)). The 2.5 x 23 mm promus ((B)(4)) is being reported under a separate medwatch report number. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Reportedly, the patient vessel diameter and lesion length were 3.0mm and 46mm. The promus stents used in this case were both 2.5x23mm. It should be noted that the compliance chart in the IFU lists the stent implant inner diameter for a 2.5mm stent at 2.81mm when inflated to the rated burst pressure (rbp). It is unknown how, if at all, implanting a stent with a smaller diameter than the vessel contributed to the reported complaint. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.